Manufacturer narrative:
The consumer reportedly was on the rollator when one of the fork stem bolts broke and she fell to the floor. If the caster was permitted to loosen, improper maintenance of this type can result in bending and eventual fracture of a stem bolt. Current user guides cover this area. User error/improper maintenance is likely cause of this incident. Malfunction is not confirmed. Manufacturer is attempting to obtain product for inspection. MDR filed based on alleged unconfirmed doctor visit.

Manufacturer narrative:
(B)(4) 2012 - follow-up #001. Initial (B)(4) issued mfg report # 1525712-2011-00134. The device, rollator, model #66500, serial #/lot # is unknown. No serious injury alleged. User fell sustaining injuries to her elbow and shoulder. No medical intervention was sought. Age and maintenance history is unknown. The front casters had evidence of scratches and impact damage. The left front caster fork stem was fractured. The caster stem bolt was broken. This failure occurs when the device continues to be used with the stem in a loosened condition. Continued use in this condition will fatigue the caster stem bolt and may cause the rollator to be unstable during use. This incident is likely due to a lack of proper maintenance and not a product malfunction. The consumer reportedly was on the rollator when one of the fork stem bolts broke and she fell to the floor. If the caster was permitted to loosen, improper maintenance of this type can result in bending and eventual fracture of a stem bolt. Current user guides cover this area. User error/improper maintenance is likely cause of this incident. Malfunction is not confirmed. Manufacturer is attempting to obtain product for inspection. MDR filed based on alleged unconfirmed doctor visit.

Event description:
The consumer states she was doing the dishes when the bolt in the middle allegedly sheared off, causing her to fall. No serious injury is alleged.

Event description:
The consumer states she was doing the dishes when the bolt in the middle allegedly sheared off, causing her to fall. No serious injury is alleged.